Event description:
It was reported that during a laparoscopic cholecystectomy, the obturator would not fit into the cannula. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent:12/9/2008. Information anticipated, but unavailable at this time.